Event description:
Asr litigation record received. The litigation alleges asr alleges left hip pain, elevated blood metal ions, medical monitoring, physical visits, subsequent surgeries, pain, and suffering. Doi: (B)(6) 2009. Dor: (B)(6) 2022. Left hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. E3 initial reporter occupation: lawyer. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot - device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot . Device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Added: a4 corrected: b3.

Event description:
Plaintiff fact sheet received. Patient had implant on (B)(6) 2009. Beginning sometime prior to the removal of the implant on (B)(6) 2022, patient experienced pain and limited mobility. Patient could no longer walk for long periods of time or great distances. During the hip revision surgery. I was found to have a pseudotumor and heterotopic ossification that required bone grafting. The surgeon stated that these issues were related to the initial implant. Pfs also alleges alval and depression.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.